Manufacturer narrative:
(B)(4). Baxter received the device. The reported symptom was unable to be evaluated due to a clean load point #2 error. Causality determination is limited without observation of the reported condition. Due to the current condition of the pump, no further testing can be completed. The device was tested to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion during preventive maintenance testing. It was also reported there was no patient involvement.